Manufacturer narrative:
Device evaluation: one device was received in good physical condition. During the functional testing, the customer reported problem was duplicated. Upon testing the motor, the device displays error 41622. The cause of the issue was unable to be determined. The most probable cause is that the hub gear attached to the motor had become unattached and was no longer aligned with the cam gear. The hub gear and camshaft gear were realigned with proper torque and loctite was applied. Service history identified that no previous repair has been noted in the past.

Event description:
It was reported that the device would not run; it gave error code 41622/1003 every time the pump started. The product fault occurred during testing. There was no patient involvement and no patient harm/adverse event reported.